Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. The fse verified system errors 297, 311, and 817. The fse successfully programmed the patient side cart (psc). A test drive was performed, and the system was verified to be in proper working order. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer was seeing a 297 fault on the system. Technical support engineer (tse) had customer power cycle and hard cycle but faults persisted. Tse reviewed logs and found 311 faults, leading to a golden image issue. System is not available for use. There was no reported injury.